Event description:
The customer reported that during deployment of a vasoseal es, they placed the locator and deployed the j segment, then the tissue dilator was placed down to the skin level by twisting the dilator 1-2 times to position the dilator over the arteriotomy. At that time, the deployer felt a "pop" on the locator "jumped back". The deployer then noticed bleeding at the site and removed all of the components and manual compression was applied to achieve hemostasis. The locator was inspected and the j segment was missing. The physician ordered an ultrasound and an x-ray of the pt's pelvic area. The j segment was located 14 cm below the acetabulum. The pt was taken to surgery and a snare was used to remove the j segment. No further complications were reported.